Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch ultra meter does not turn on. The medical surveillance specialist was not able to contact the pt to obtain/clarify info. The pt did not specify when the product issue started. She mentioned that she felt a symptom of thirst sometime after the issue began but she did not say how much time passed between the start of the issue and the time of symptoms. The pt had food and/or drink as treatment due to the issue. The pt takes pills with diet and/or exercise for her diabetes. It would be helpful to know what the pt would have done had she been able to use the product. It was determined during the troubleshooting telephone call the pt replaced the battery per the owner's manual and they are correctly installed. The battery contacts are in good condition. This complaint is being reported because the pt alleged the meter did not turn on and experienced a symptom that my be indicative of diabetes sometime after the issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.